Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the power entry module had a broken solder connection tab on the centrifugal system's battery. There was no pt involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.